Manufacturer narrative:
(B)(6). (B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 patient underwent decompressive lumbar laminectomy from l3 to the sacrum, bilateral l3-4, l4-5 and l5-s1 medial hemipancreatectomies, lateral recess decompression and foraminotomies as well as bilateral l4-5 synovial cyst resection followed by pedicle screw instrumentation and posterolateral autograph fusion from l3 to the sacrum. Procedure: the transverse processes of l3-5 and the sacral ala at s1 was decorticated bilaterally for placement of fusion mass. Fusion mass was prepared which consisted of autograft procured during the decompression along with the bone morphogenic protein soaked sponges wrapped around the autografts in a fajita-like fashion. The rods were then secured using interlocking screws at l3, l4, l5 and s1 bilaterally and then torqued down interlocking screws until the outer screw heads broke off, establishing a solid instrumental construct but no loose connections. The graft material was then placed, using the bone morphogenic protein soaked sponges wrapped around the autograft, placed between the transverse processes at l3-4, l4-5, l5-s1 bilaterally. After placement a microscope was brought in. The neural structures were well decompressed. Prior to placing the fusion mass, it was irrigated with copious amounts of gentamicin irrigation. Fusion mass was explored and was found to be in good position. No complications were reported. On (B)(6) 2005 patient underwent x-ray chest. Impression: cardiomegaly patient presented for follow-up and reported some pain and lower back discomfort. On (B)(6) 2005 patient underwent x-ray lumbar spine. Impression: the patient has undergone multilevel posterior lumbar fusion using pedicle screws. Advanced lumbar spondylosis seen.